Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was scheduled for revision due to high threshold and diaphragmatic stimulation. Additional information received indicated that the lead was already revised. No additional adverse patient effects were reported.